Event description:
It was reported that a user forgot to fill the infusion set tubing before attaching the infusion set, then disconnected from the body and was instructed to attach a new site, perform a fill tubing, and then apply the infusion set; the user also announced a usual meal despite eating a smaller meal while the ilet was still learning, which contributed to hypoglycemia followed by hyperglycemia after treatment with a frappuccino and apple juice. Symptoms included low glucose. Outcomes included transient low and subsequent high glucose without outside assistance or medical intervention. Investigation included troubleshooting and user education regarding proper tubing fill, site application, and meal announcement practices, with referral for additional training. Investigation of this case revealed user error related to infusion set preparation and incorrect meal size announcements during the ilet learning period, with device alerts for glucose excursions functioning as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and insufficient training.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.